Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the customer changed all the supplies and bg level lowered to target. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. It was noted that the customer used apidra insulin.